Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-01059. It was reported that the patient present for revision of the right atrial and left ventricular leads due to dislodgement. The physician had intended to reposition both leads, but had difficulty advancing the stylet into the atrial lead, and guidewire through the ventricular lead, due to suspected clavicular crush. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, helix mechanism issue, stylet insertion / removal issue and clavicle crush. As received, a complete lead was returned for analysis with an extraction stylet inserted in the lead and it could not be removed. The reported event of helix mechanism issue was confirmed. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The stylet insertion test was unable to be performed due to as received stylet extraction tool stuck in the lead. The reported event of clavicle crush could not be confirmed. Visual and x-ray analysis did not find any anomalies with the exception of procedural damage.